Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the patient was hospitalized as they were "unresponsive. The cause of death was the patient's heart stopped and they were declared brain dead approximately one week after hospitalization. It was noted the patient had a "heart condition" and an implantable pulse generator (ipg) which may have led to the patient's death.